Event description:
It was reported that the right atrial (ra) lead exhibited undersensing during atrial tachycardia/atrial fibrillation (at/af) episodes triggering device classified false termination of the episode at times. The ra lead remains in use. It was further reported that the implantable cardioverter defibrillator (ICD)  detected and treated an episode of fast ventricular tachycardia (fvt).  It was noted that the patient had a concurrent atrial arrhythmia at during the treated episode. The ICD remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: 6947m lead, implanted (B)(6) 2011 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that while the patient was in the hospital, the implantable cardioverter defibrillator (ICD) was interrogated and troubleshooting was performed, and a new ICD discriminator template was collected due to clipping in the existing template. The interrogation was reviewed and atrial sensing was deemed appropriate during atrial fibrillation (af), so no changes were made to atrial sensitivity. It was also noted that the medical team evaluating the patient did not consider the treated episode mis-detected, so no additional changes were made to ICD programming.